Event description:
It was reported that at follow up after the implant of a replacement right ventricular (rv) lead, the new rv lead was not capturing and the impedance had decreased. It was believed the lead may have dislodged, despite this not being clear on x-ray. An echo was performed and a perforation of the rv apex was noted and an effusion occurred. The rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.